Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when performing threshold measurements, the mobile programmer application crashed. The application was restarted and worked as expected. No patient complications have been reported as a result of this event.